Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10296. It was reported that balloon rupture occurred. The 70% in-stent restenosed (isr) target lesion was located in a previously implanted innova stent in the superficial femoral artery. A 5.0mmx100mmx135cm (4f) sterling" balloon catheter was advanced for dilation. However, during the procedure, a pinhole rupture was noted. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood on the outside of the balloon. Microscopic inspection revealed pinholes in the balloon material, about 20mm distal of the proximal markerband and damage to the tip of the device. Inspection of the remainder of the device found no other defect or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10296. It was reported that balloon rupture occurred. The 70% in-stent restenosed (isr) target lesion was located in a previously implanted innova stent in the superficial femoral artery. A 5.0mmx100mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the procedure, a pinhole rupture was noted. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.